Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of 24feb2026-25feb2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, resuming automated basal insulin delivery when estimated glucose values began increasing towards and above the user's target for several cycles. No instances of the automated algorithm delivery automated basal insulin delivery while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received and correctly suspended basal insulin delivery when manually suspended. No evidence of an over delivery of insulin was observed in the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that during the night, after more than 48 hours of wear on the abdomen, the pod began delivering insulin while her blood glucose level was approximately 90 mg/dl. She stated that the pod continued delivering insulin for about 20 minutes, resulting in a severe hypoglycemic event. The patient reported that her blood glucose subsequently dropped to 30 mg/dl, and she treated the low using glucagon pills. She experienced symptoms of nausea and vomiting, prompting her to seek medical attention. The patient presented to the emergency room on (B)(6) 2026, and remained there for approximately 4.5 hours, returning home the same day. She stated that she was diagnosed with low glucose levels and received intravenous fluids, was placed on an intravenous drip, and had her electrolytes evaluated.